Manufacturer narrative:
The v.a.c.® granufoam¿ dressing was not returned; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged bleeding event requiring surgical intervention is related to the v.a.c.® granufoam¿ dressing. The patient has a history of obesity and pilonidal cyst. Additionally, the patient had a surgical procedure in (B)(6)-2022. All end release testing of the product and packaging met specifications. Device labeling, available in print and online, states: contraindications, do not place foam dressings of the v.a.c.® therapy system directly in contact with exposed blood vessels, anastomotic sites, organs, or nerves. Warnings: bleeding: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal: patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts) / organ infection. Trauma. Radiation. Patients without adequate wound hemostasis. Patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On 07-mar-2022, the following information was provided to kci by the patient: on (B)(6) 2022, after removal of the v.a.c.® granufoam¿dressing by a family member, the patient allegedly started bleeding and presented to the hospital for medical attention. The patient reported the activ.a.c.¿ ion progress¿ remote therapy monitoring system was resumed. On 10-mar-2022, the following information was provided to kci by (B)(6): on (B)(6) 2022, the patient presented to the emergency department with complaint of bleeding from his surgical site. The physician noted minor bleeding to a small subcutaneous vessel and used a suture to ligate. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was resumed. On (B)(6) 2022, a device history record review for v.a.c.® granufoam¿ dressing lot number 9353894v011 was completed. All end release testing of the product and packaging met specifications. The v.a.c.® granufoam¿ dressing was not returned; therefore, a device evaluation could not be performed.